Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient reported pain and x-ray showed lysis around the shaft, and potential partial loosening of the stem. Patient underwent a revision and stem loosening was confirmed and the cone (trunnion) was noted to have completely corroded. The femoral stem was exchanged with a srom stem/sleeve and the femoral head was exchanged. The acetabular cup and liner were not revised and there were no allegations against either implant. Doi: (B)(6) 2021, dor: (B)(6) 2023.